Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported by the customer's mother that the customer was hospitalized on (B)(6) 2015 for a high blood glucose level of 466 mg/dl. Customer had a presence of ketones at home. Customer went to the emergency room and they brought her blood glucose level down to 177 mg/dl, but it did not totally eliminate the ketones. Customer was discharged that evening with instructions to return in the morning. Customer is now in the intensive care unit. Customer has been stressed lately and had diabetic ketoacidosis as a result of the high blood glucose levels. Customer was disconnected from the pump when they got to the hospital. Customer did not complete troubleshooting at this time. Since the pump is out of warranty, customer's mother declined troubleshooting. No further assistance needed.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.